Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. (B)(4). Other devices used: catalog #00541401602, natural knee ii gsf femoral component, lot #61483590. Catalog #00542802113, natural knee prolong articular surface, lot #61707006. Catalog #0054200080, natural knee prolong patella, lot #61510735; manufactured at zimmer biomet, (B)(4). This report will be amended when our investigation is complete.

Event description:
It was reported that the patient is experiencing extreme swelling, knee does not feel right and complications with the stitches.

Manufacturer narrative:
No product was returned; visual and dimensional evaluations could not be performed. These devices are used for treatment. A complaint history search identified no other complaint for the part/lot combination of the femoral, tibial, patellar components or articular surface. The primary surgical notes state that the patient underwent surgery for degenerative joint disease of the right knee, secondary to rheumatoid arthritis. The patient is obese with a bmi (B)(6). The patient had moderate softening of bone in an osteopenia fashion. With provisionals in place, there was good medial-lateral stability throughout the range of motion (full extension-120 degrees flexion). Implants were held in place while cement cured, and excess cement was removed. The discharge summary states that on the third postoperative day blisters and redness were noted but no drainage from the wound. Per the package inserts of the components, swelling and pain are known adverse effects of this tka procedure. The insert also inform that complications and/or failure of total knee prostheses are more likely to occur in heavy patients. Based on the fact that the patient stated that there was no issue the first two years postoperatively, and given the osteopenia and obesity issues of the patient, a definitive root cause cannot be determined with the information provided.